Manufacturer narrative:
Additional information received: the site updated that the reduced renal function is not recovered/resolved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that cec adjudicated the thrombotic occlusion of the right renal artery stent as related to the procedure. The sponsor has now assessed this event as causally related to the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received. It was reported the event was resolved with sequelae. The site has assessed the thrombotic occlusion of the right and left renal artery stent as not related to the endurant device but as having a causal relationship to the renal stent and the procedure. The sponsor has assessed the thrombotic occlusion of the right and left renal artery stent as not related to the endurant device or the procedure but as having a causal relationship to the renal stent the site has assessed the reduced renal function as not related to the endurant device or the procedure but as having a causal relationship to the renal stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the onset date for the thrombotic occlusion has been updated to (B)(6) 2018 both sponsor and investigator has assessed the reduced renal failure as having a causal relationship to the renal stent and not related to the device or procedure. The investigator has assessed the stenosis due to a kink in the right renal stent as causally related to the procedure and to the renal stent the sponsor assessed the thrombotic occlusion as causally related to the renal stent and not related to the endurant device or the procedure the sponsor has assessed the thrombotic occlusion of the right and left renal artery stent as not related to the endurant device or the procedure but as having a causal relationship to the renal stent the site has assessed the reduced renal function as not related to the endurant device or the procedure but as having a causal relationship to the renal stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported that stenosis of right renal artery was observed directly distal to the chimney stent caused due to kinking of right renal artery. Intervention was performed and the patient was released from hospital a day later. The site have assessed the event as not related to the endurant or to the procedure but as having a causal relationship to the renal stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the patient had temporary renal deterioration due to the occlusion of the left renal stent and after successful treatment of the left renal artery the kidney function was 34% overall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received : the start date for the thrombotic occlusion of the left renal artery was updated to (B)(6) 2018. It was reported a possible thrombectomy was performed and medication given. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that the patient was discharged 6 days after being admitted. It was noted the patient recovered with sequelae (chronic kidney disease) one month later. The site assessed the thrombotic occlusion of the left renal artery stent event as having a causal relationship with the procedure and non-medtronic renal stent and not related to the endurant stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c124ee, serial/lot #: (B)(4), ubd: 03-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the treatment of a 51mm abdominal aortic aneurysm. The proximal neck diameter was 23mm with supra renal angle noted at 30 degrees. Mild proximal neck thrombus and calcification was observed at the proximal seal zone. The left and right renal take of angulation was 90 and 45 degrees consecutively. Non medtronic balloon expandable covered renal stents were also implanted in both the left and right renal arteries during the index procedure. It was reported that the patient presented 3 motnhs post index procedure with acute abdominal flank pain and a CT scan indicated stenosis of the right renal stent due to a kink and occlusion of the left renal stent. Intervention was carried out with the addition of a stent graft and revascularization of the left and right renal artery. The issue was resolved with a temporary deterioration of the renal function and the patient was released from hospital 1 week later. Per the investigator, the event is not related to the aneurysm or the stent graft but has a causal relationship with the renal stents and the study procedure. No additional clinical sequelae were reported and the patient will be monitored.